Manufacturer narrative:
(B)(6).

Event description:
It was reported that the anchor failed to deploy. Surgical technique as per usual, appropriate drill and drill guide used. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
One (B)(4) suturefix ultra anchor 1.9mm suture anchor reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not definitive without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) use of other that recommended smith and nephew drill and proper size and spade style drill bit ensuring proper depth. 2) the primary cutting edges of the drill are not sharp or have dings and burrs. 3) stressed product from loss of axial alignment. 4) inadvertent rotation of device during seating of anchor. 5) unexpected bone density/condition. IFU also highlights several precautions that can affect successful fixation. ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ final product met predetermined specifications upon release to distribution. Updated.

Event description:
It was reported that during a left mpfl reconstruction the anchor failed to deploy. Surgical technique as per usual, appropriate drill and drill guide used. A backup device was available to complete the procedure with no patient injuries.